Event description:
It was reported that the 2600 system had a burning smell from the table. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel wiring was repaired during the service call. The system was tested and found to be working as intended and put back into service.